Event description:
Ultrafiltration cycle sensor error alarm. Balance chamber leaking to atmosphere onto hall effect "cca". Replaced and calibrated balance chamber. No patient involvement was reported.